Event description:
Customer reports that a pt tested 57 mg/dl on the device, 221 mg/dl on an arterial sample, and 217 mg/dl on chem 7 analyzer. All tests were reportedly performed within 10 mins. No action was taken based on device result. No strip info reported. Quality controls are reportedly used daily and fell within acceptable limits. Requested return of suspect device and replacement was sent.